Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "directions for use: separate notches within circles. Pull straps through holes and around leg. Position bag on leg with flutter valve at top. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. To empty dispoz-a-bag, push green lever on flip-flo valve out and down. Important: be sure to reclose flip-flo valve after emptying bag. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations." (B)(4).

Event description:
It was reported that the leg bag would not drain due to the leg straps being difficult to thread. The straps had cut off the flow of urine from the catheter into the drain bag. The patient was taken to the emergency room due to no urine draining from the patient; but no medical services were provided. The patient was ultimately educated on how to thread the straps properly, which resolved the issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the leg bag would not drain due to the leg straps being difficult to thread. The straps had cut off the flow of urine from the catheter into the drain bag. The patient was taken to the emergency room due to no urine draining from the patient; but no medical services were provided. The patient was ultimately educated on how to thread the straps properly, which resolved the issue.